Manufacturer narrative:
The pump was found to be about 5cm deep and the inlet was not in the apex of the heart. The patient was in very poor condition and had rv failure that led to filling issues. The pump position or patient condition could have contributed to the hemolysis which was not diagnosed with plasma free hemoglobin. No damages was found on the returned pump, no scratches or delaminating epo-tek after washing, and no biomaterial was found in the pump. The pump was cleaned with tergazyme solution prior to hemolysis testing. The pump passed hemolysis testing. There are multiple clinical factors that could've contributed to hemolysis, the pump passed hemolysis testing when investigated at abiomed danvers. The root cause of hemolysis was unable to be definitively determined due to lack of additional clinical details and the data logs.

Manufacturer narrative:
The impella cp optical was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old asian male patient had impella cp optical pump inserted. The patient had suspected hemolysis; the physician tried to reposition but felt more resistance then normal so he decided to remove the pump. The patient¿s hemolysis resolved with pump removal and patient¿s kidney failed so dialysis was needed.